Event description:
The customer reported that the controls test failed and that no keys respond. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the controls test failed and that no keys respond. There was no reported pt involvement. The device was evaluated by philips. The symptom was verified. Multiple parts were replaced. We are considering this a malfunction but we cannot determine the cause because multiple parts were replaced.